Event description:
It was reported that a 60-year-old man with hypertension, diabetes, hypothyroidism, atrial fibrillation, and atrial flutter status post cardioversion and catheter ablation, ventricular septal defect repaired at five years of age that was complicated by complete heart block for which a dual-chamber pacemaker was implanted. Throughout his life, he has had multiple generator changes and generators relocated from bilateral abdominal and bilateral pectoral regions. He has had multiple pacemaker device complications with infections and lead fractures for which he has had lead revisions, partial lead extractions, and lead abandonments. He developed severe tricuspid regurgitation and underwent bioprosthetic tricuspid replacement with removal of endocardial pacemaker leads (retained distal lead tips abandoned) and placement of dual-chamber epicardial leads with a new pacemaker generator years ago. Due to his elevated epicardial pacing lead thresholds, his remaining battery longevity was 10 months. Because of the anticipated need for frequent generator changes with his current system (approximately every 3 years), he was referred for a dual-chamber leadless pacemaker (lp) implantation to provide potential longer battery longevity and reduced risk of infection and avoid recurrent complications from transvenous leads. Interrogation of his dual-chamber pacemaker (boston scientific l331 accolade MRI el) showed an elevated rv pacing threshold and an underlying rhythm of sinus bradycardia with complete heart block. There was noise on the atrial channel and an estimated remaining battery longevity of 10 months. He underwent successful dual-chamber lp implantation. His transvenous dual-chamber pacemaker was programmed odo to help record any arrhythmias. He was found to have reduced estimated remaining battery longevity - only 2.8 years for his atrial lp and 9.7 years for his ventricular lp. No additional adverse patient effects were reported.

Manufacturer narrative:
Ip, james e., et al. (2025). Concealed interference: stealth device-device interaction with a leadless pacemaker system. Journal of cardiovascular electrophysiology, 2025; 1-5. Https://doi.org/10.1111/jce.16771.